Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident it was 468 mg/dl. The customer reported that the insulin pump turned off insulin pump and customer did not received insulin to treat high blood glucose due to insulin pump was off. The insulin pump will not be returned for analysis.